Manufacturer narrative:
(B)(4) b5 describe event or problem - correction. B6 relevant tests/laboratory data - correction. D4 catalog no - correction. D4 UDI - correction. H2 correction/additional information. H5 labeled for single use - correction. H6 medical device problem code - correction.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient¿s neighbor came over and found the patient unconscious on the floor of his home. The patient¿s neighbor called 911. When the paramedics arrived, the cgm was reading 41 mg/dl and the bg meter was reading 43 mg/dl. The patient was treated with 2 bags of IV dextrose. After the dextrose treatment, the patient regained consciousness after approximately 10 minutes. The patient then ate a sandwich and drank some juice. The patient's cgm was reading 148 mg/dl and his bg meter was reading 147mg/dl after treatment. The patient was not transported to the emergency room. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s friend found the patient unconscious on the floor of his home. The patient¿s friend called 911. When the paramedics arrived, the cgm was reading 180 mg/dl and the bg meter was reading 41 mg/dl. The patient was treated with 2 bags of IV dextrose. Once the patient regained consciousness, the patient ate a protein bar, cookie, sandwich, and drank some juice. The paramedics stayed with the patient until his bg was stable which took about 2 hours. The patient was not transported to the emergency room. The patient was in good condition at the time of report. No other details were documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.